Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-03140 , 1627487-2020-03141. It was reported that the patient had multiple high impedances on a lead. In turn, during surgical intervention it was observed one of the leads was disconnected from the extension. The extension was reconnected, the high impedances persisted and the devices were left implanted. Therapy was restored postoperatively. All of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.